Manufacturer narrative:
A tear was observed in the unexposed portion of the soft cannula. Fluid was observed exiting the tear in the unexposed portion of the soft cannula during leak test. Additionally, the exposed portion of the soft cannula was observed to be bent. The downloaded data returned an alarm, indicating the step sensor was asserted prior to the sma wire being driven. Corrosion was observed on the internal components of the device and the batteries were measured to have insufficient charge. The housing vent was observed to be punctured, this resulted in physical damage to the reservoir. Lastly, a crack was observed in the top housing but it could not be conclusively determined when the damage occurred. Though the root cause was not specifically determined, during manufacturing there is a minimal probability of a process problem occurring. This is mitigated by extensive in-line and final product quality testing. All pod complaint rates are monitored, trended and escalated based on insulet corporation procedural requirements. No further action or investigation is warranted at this time. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose, chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. As treatment, mother gave her a correction bolus of 18 units, which brought the patient down to 330 mg/dl. The mother also reported receiving a message to change the pod.